Event description:
It was reported to philips that the system was unable to boot, stalling at the boot menu. The device was outside of clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) analysed the system remotely and confirmed that the system was unable to boot up. A review of the system logfile confirmed the reported malfunction. Upon troubleshooting, the rse found a pop-up message: 'select boot device' while booting. The rse determined that the issue might have occurred due to low charge on cmos battery of the host pc. To resolve the issue, the rse selected the boot device as sata. After this, the system was returned to use in good working order. The codes were updated based on the investigation outcome.